Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-nov-2022 to 23-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had multiple half height cubie pockets from drawer 1.2 (main) was not detected on bus. The field service engineer confirmed that the pharmacy technician went around and resolved all the devices done on bus issues and account. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system with multiple half height cubie pockets from drawer 1.2 (main) was not detected on bus, preventing users from removing medication. The customer stated that the nurse had to work around to retrieve the affected medications from the pharmacy to prevent patient care delays. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had multiple half height cubie pockets from drawer 1.2 (main) was not detected on bus. Pharmacy technicians went around and resolved all the devices done on bus issues and account. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system with multiple half height cubie pockets from drawer 1.2 (main) was not detected on bus, preventing users from removing medication. The customer stated that the nurse had to workaround to retrieve the affected medications from the pharmacy to prevent patient care delays. There were no adverse events or injuries reported based on this incident.